Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy procedure the reflux was insufficient. Additional information has been requested and received. Additional information received indicated that during the vitrectomy portion of a combined cataract/vitrectomy procedure there was poor vitrectomy probe reflux. The issue was resolved by eliminating the probe obstruction using saline solution filled syringe. The surgery was continued and completed with no harm to the patient.